Event description:
It was reported during implant the atrial and ventricular lead displayed oversensing through the device. There are suspected header issues on the defibrillator and the device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.